Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Review of the x-ray evidence found nothing indicative of a device nonconformance or a relation with the reported adverse event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
The patient stated that "I had bilateral knee replacements performed (B)(6) 2011 with sigma implants. My orthopedic surgeon in (B)(6) said the knees would last 15-20 years. Having significant pain in both knees while cycling prompted a visit to dr. On (B)(6) 2021 where he informed me that the hardware has come loose indicating a revision is needed. This is well short of the 15-20 years lifespan of the surgery. I had a cycling goal to do raam (race across america) and had to cancel a qualifier in late august in utah. I was hoping to become the first 70+ year old rider to be an official finisher. Now due to revision in the knees, I'll have to wait at least 2 years.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.